Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two right ventricular (rv) lead pacing alerts were triggered. The rv lead also exhibited possible undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead dislodged. The lead was revised and remains in use.